Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found an internal insulation abrasion underneath the right ventricular shock coil breaching the ring electrode and inner coil lumens with abraded ptfe liner and ring electrode etfe cable coating. The cause of the reported events was isolated to the internal insulation abrasion with abraded ptfe liner and ring electrode etfe cable coating.

Event description:
During follow-up, right ventricular (rv) oversensing and low sensing was noted. The rv lead was explanted and replaced. The patient was in stable condition.